Event description:
Litigation papers allege pain, rash around the incision site, leg length discrepancy, and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Litigation papers allege pain, rash around the incision site, leg length discrepancy, and elevated metal ion levels.update der rcvd 22 oct 2014 - added dor ((B)(6) 2014), added metalossis as a reason for revision, updated all products with manufacturing and expiry dates, common name and brand name, added patient age, weight, height and activity level.